Manufacturer narrative:
(B) (4). No product will be returned for eval.

Event description:
On (B) (6) 2010, pt's wife reported elevated blood glucose readings off and on over the past couple of weeks. Wife reported, the pt's meter displayed hi (>600 mg/dl) so they were uncertain of his exact blood glucose reading. Wife stated, pt delivered his bolus as an extended bolus. Wife reported, the pt's elevated blood glucose began when he received a vaccination. Wife reported, the pt's infusion sites have come off about 3-4 times over the past couple of weeks. Pt's infusion sites are hairy. Advised shaving the sites. Advised on adhesive dressings. Pt's wife reported, she has also noticed air bubbles form in the infusion tubing. She was uncertain about when she noticed the air bubbles or how often. She stated, the air bubbles occur after the tubing had been in use (not during cartridge changes). Educated her on how to prime out the air bubbles. Infusion device adapter had not been changed since the pt started using the device. Educated her on how often to change the adapter. Wife reported no error messages have appeared during these elevated blood glucose episodes. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested.